Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode and showed three resets in two days. The device has been explanted and is expected to be returned for analysis. A new crt-p was implanted at the same revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. There was evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally, and the battery showed no failures. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode and showed three resets in two days. The device has been explanted and is expected to be returned for analysis. A new crt-p was implanted at the same revision procedure. No additional adverse patient effects were reported. The crt-p was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. There was evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally, and the battery showed no failures. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode and showed three resets in two days. The device has been explanted and is expected to be returned for analysis. A new crt-p was implanted at the same revision procedure. No additional adverse patient effects were reported. The crt-p was returned for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. A series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. There was evidence of memory corruption in the returned pulse generator device that is not a hardware issue. However, probable cause could not be determined because the device is functioning normally, and the battery showed no failures. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode and showed three resets in two days. The device has been explanted and is expected to be returned for analysis. A new crt-p was implanted at the same revision procedure. No additional adverse patient effects were reported. The crt-p was returned for analysis.